Event description:
Follow-up information revealed the patient still states the issue is unresolved. The patient had additional reprogramming. The next course of action is undetermined.

Event description:
Follow-up information revealed the patient is receiving effective stimulation coverage from the scs system and no further interventions are planned.

Event description:
It was reported the patient was not receiving effective therapy from the scs system. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the lead was moved/relocated. Reportedly, effective therapy was established following the procedure.